Event description:
Additional information received reported that the cause of the event was determined and it was not device related. It was determined that the implant was deep. There was a pocket revision and the patient was able to recharge normally and was receiving effective therapy. The patient recovered without permanent impairment.

Event description:
The patient had not been able to recharge the implantable neurostimulator (ins) and was now going to have revision of the ins site due to the ins being flipped or implanted too deep. It was later clarified that the ins was believed to be too deep. The ins revision was likely going to be in 3 days, and prior to this they were going to determine if the ins needed to be replaced. 3 days later, the ins revision was planned, but not scheduled. It was unknown when the recharging problem began, but a manufacturing representative believed it started a week or two after implant. The manufacturing representative interrogated the ins with a clinician programmer (8840) on the day of the report. The 8840 displayed ¿battery warning (5)¿, which stated ¿neurostimulator batteries are depleted. Replace batteries now. Exit application.¿ this message should be displayed when interrogating an external neurostimulator (ens). There were no ens devices in the room, however, the last thing that was interrogated by the 8840 was an ens, but the 8840 had since been turned off completely. It was discovered that there was a known software issue with the 97712 and 97713 ins devices where they inappropriately display that message when the device was in sleep mode. It did not mean the device needed to be replaced. It was noted that the patient never had to perform a physician mode recharge (pmr). The patient typically got 0-2 bars, but in order to get 2 coupling bars the patient had to apply more pressure than was comfortable. The patient had a lot of adipose tissue and had lost about 100 pounds since implant. The ins was relatively deep upon palpation and likely greater than 2 cm, but given the amount of adipose tissue it might be difficult to get the ins closer than 2 cm. The patient had high energy requirements, 9-10v, and was going to go through a primary cell ins quickly, so a rechargeable was recommended. An antenna locate (al) assessment or pmr could not be performed because they did not have an implantable neurostimulator recharger (insr) with them. They were recommended to perform an al assessment and pmr if the ins was in overdischarge. The patient was instructed to go home and recharge in order to have the ins charged for revision. It was noted that the patient had not recharged for approximately 1 month. The patient was then able to get the ins to ½ charge after 14 hours of charging. The patient was currently not using the ins in order to preserve battery charge for the pocket revision. It was noted that the patient had a lot of medical issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient had a pocket revision (B)(6). The patient was doing great, able to recharge effectively, and had good pain relief. Per the patient, the ¿stimulator gave her her life back¿ and she was able to walk more, which had helped her go from obese to now only "35 pounds."

Event description:
Follow up information received reported that the patient¿s revision was scheduled and completed on (B)(6) 2014. The patient was reported as doing well post-operatively and per a most recent phone conversation. If additional information is received, a follow-up report will be sent.